Event description:
Caller reported not seeing drops of insulin at the end of tubing during fill tubing step. There was no adverse impact to customer¿s blood glucose level. The customer reverted to alternate method of insulin therapy.